Event description:
It has been reported that the catheter was connected to a pac-1 cable and zeroed. Upon implantation, the data could not be displayed. The screen displayed "---." The catheter was removed and found to be filled with blood.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.